Manufacturer narrative:
(B)(4). A visual inspection of the incident sample revealed the jaw had separated from the seal plate. Not enough adhesive was applied during the manufacturing process. This supplier is no longer used. It was also found that the insulation had peeled back from one of the gray wires. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.

Event description:
The customer initially reported that the electrode jaw became detached from the device. Nothing fell into the patient cavity. The incident device was returned and a visual inspection revealed that the jaw wire was bare.